Manufacturer narrative:
The gm eplex base serial number was (B)(6). The internal quality controls were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the gm eplex base analyzer. The initial result was detection of the ndm resistance gene, proteus genus, and proteus mirabilis species. On (B)(6) 2024, the repeat results using lot number 10221489 were not detected for the ndm resistance gene twice. The customer used alternative methods which included culture results, ast, carb-5, and carba r pcr in addition maldi was used to confirm the ndm resistance gene.

Manufacturer narrative:
The investigation determined that in rare instances, the consumable anomaly can occur where a target in the same region generates a non-specific signal, causing a second target in the same region to breach the detection threshold. This issue could have occurred during the manufacturing process.